Manufacturer narrative:
This supplemental report is being submitted to correct section b5 of the previous report. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited chips on glue lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation there is cause traced to adhesive failure that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video scope exhibited chips on glue lens, a-rubber glue crack. There was no patient involvement.